Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042261) in united states on 06-jul-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. Consumer reported that she had essure implanted in 2006 and, according to her; the device was only successfully implanted on one side. Two months later, she had revision procedure when the one implanted was removed and a new one was inserted along with the side that did not have device initially inserted. Consumer informed that for the last 2 years she has been experiencing excruciating pain caused by the essure. She also reported that she is not seeking a second opinion by an obstetrician/gynecologist specialist in hopes to remove the device. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and according to her, the device was only successfully implanted on one side. She had revision procedure when the one implanted was removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were added. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 15-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and according to her, the device was only successfully implanted on one side. She had revision procedure when the one implanted was removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. This case was reported with limited information. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were added. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.